Manufacturer narrative:
(B)(4). The blood pump that is the subject of this report (s/n (B)(4)), was placed on the pt on (B)(6) 2012, and was removed on (B)(6) 2013 after (B)(6) days of operation. Initial visual inspection of the device shows the stabilizing ring has rotated approx 180 degrees. Pressure testing revealed a microleak in the drive membrane. Production records review revealed the excor blood pump s/n (B)(4) was produced according to spec and no abnormalities were found in the records. Investigation is on-going; a detailed analysis of the product will be provided in the follow-up report. Ref imp number 3008454189-2013-00014.

Event description:
The hospital informed us they have replaced a excor blood pump because of a reduced pump function. The pt was supported by a bi-ventricular system. They assumed a rupture of a membrane. The left heart pump was replaced. Pulmonary edema occurred in the pt which lead to his death.